Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited far field ventricular pacing sensed on the atrial channel leading to inappropriate mode switches. The device reprogrammed successfully. The patient was not affected by the inappropriate mode switches and was fine prior during and after the event.